Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as painful sweat bumps on back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the lifevest to allow the area to heal. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.